Event description:
It was reported that the ventilator alarmed for a technical error in expiratory cassette and the patient had problems with exhaling. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested from the user facility. No further information was received despite reminders. Information about the current status of the ventilator has not been provided. Ventilator logs were provided for investigation. The reported event date was set as (B)(6) 2021. However, no ventilation was ongoing on that date. One day prior, (B)(6) 2021, ventilation was started at 6:57 pm in volume control mode and approx. 15 minutes later the ventilator started to alarm for technical error in expiratory cassette, expiratory minute volume low and airway pressure high. At 7:27 pm, the ventilator was set to standby and then shutdown by the user. Technical error in expiratory cassette is generated for a technical error in the expiratory cassette or in the communication with the expiratory cassette. The expiratory cassette is only a measuring device in the ventilator and it measures the expiratory flow. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. There are no technical error codes that indicate any technical issues with the ventilator. The preceding and following pre-use checks were passed without remarks. There is no indication of a ventilator malfunction at the time of event.

Event description:
Manufacturer's ref #: (B)(4).